Event description:
The customer reported that the system produced black images resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was adjusted. The system was then found to be operating as intended.